Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt who presented with subcondylar fracture was implanted on (B)(6) 2010 with two (2) mandible plates and eleven (11) screws during an endoscopic orif. Pt presented with left mandible abscess on (B)(6) 2012. Pt was returned to operating room on (B)(6) 2012, hardware was removed. It was noted pt's bone was completely healed, no new hardware implanted. It was noted the abscess was healed prior to removal of the hardware. This is 1 of 13 reports.